Manufacturer narrative:
Event date: this event is being reported out of an abundance of caution due to the probability that the patient had used the nasal swab which had been dipped into reagent in the test card. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported that the patient was taking the binaxnow covid-19 home test at a hotel and during the interpretation of the results, the patient indicated that they had inserted the nasal swab into the top hole of the test card and then inserted the swab into their nostril to obtain sample. It is currently unknown if the patient had initially placed the reagent of the binaxnow covid-19 home test in the top hole of the test card as per procedure. No further information regarding patient health status or outcome was provided.

Manufacturer narrative:
Investigation report: the customer reported the test taker dipped the swab in the top hole of the test card before swabbing their nostrils when they performed the binaxnow covid-19 antigen home test. The customer reported as a result of this, the results were submitted as invalid. The customer confirmed that no additional information is available. Emed support confirmed that the test taker will receive a replacement test kit. Technical services provided the reagent safety data sheet to the test taker. The product will continue to be monitored and tracked.